Event description:
Insulin drip ordered at 10 units/hr. 100 units in 100 cc long hung at 1941 at a rate of 10 untis/hr or 10 cc/hr verified by 2 registered nurses. At 2014 registered nurse responded to pump alarm "air in line". The IV bag was empty. Pump was programmed correctly checked by 2 registered nurses and a pharmacist. The pump states 2.2 ml administered with 97.8 ml remaining. Pump removed from service. Patient admitted to ICU with plan for every 20 minutes fsbs. The patient was discharged on (B)(6) 2024. The pump and the IV bag with tubing was sent to baxter 7511 114th ave no. Largo, florida 33773. Baxter RMA (return manufacturer authorization) (B)(4).